Manufacturer narrative:
The device has been received for evaluation. Testing is not complete.

Event description:
The event involved a sapphire¿ primary infusion set, microbore, 0.2 micron filter, pav, clave¿ y-site, 122 inch was leaking milrinone at or around the filter. There was patient involvement, no adverse event, although and a delay in critical therapy was reported.

Manufacturer narrative:
No list # 163830401 product samples, videos, or photographs were returned for this specific complaint. The lot history was reviewed and there were no nonconformance's found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.